Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clog inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the nozzle. There was no damage to the area where the foreign material was detected. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.